Event description:
It was reported that last night ((B)(6) 2014) the patient started hearing a critical pump alarm; the patient described it as ¿4 beeps or beeped 4x¿. The patient had increased tone and then the next morning was experiencing increased spasms in his lower extremities. The pump was interrogated and it was confirmed that the empty reservoir alarm occurred (B)(6) 2014 at 16:37. The patient was given 20 mg or oral baclofen. The device system was delivering lioresal. It was later reported that the patient did not hear the ¿getting low¿ alarm; his girlfriend alerted him. The pump was refilled and the patient was doing fine.

Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: 2013-(B)(6), product type catheter. (B)(4).